Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 300 mm in length thoracic aortic dissection. It was reported that, during the index procedure, an angiogram revealed that the valiant stent graft had a type iii endoleak, fabric. The physician elected to reline the valiant stent graft with another stent graft and the endoleak was resolved. The physician stated that the cause of the event is unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.